Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The battery out limit alarm could not be verified due to the blank display. It also had a scratched lcd window, broken reservoir tube lip and broken belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and a blank display. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.